Event description:
Rn reports she noticed primary IV tubing leaking as it was being primed. Evaluated product and found a slit in the IV tubing. Tubing removed from field and replaced. Did not reach patient. Device available for evaluation purposes.